Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The product could not be evaluated and the reported event was not confirmed. The device history records could not be reviewed as the lot number associated with the reported event is unknown. A recall for this lot was initiated due to the potential presence of elevated endotoxin levels that exceed the specification limit. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It is reported that the patient underwent a right knee arthroplasty revision to address allegations of pain, swelling and difficulty walking due to elevated endotoxin levels approximately two (2) years post-operatively. The patient was revised to competitor devices. No additional patient consequences were reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
(B)(4). Concomitant medical products - vanguard cruciate retaining interlok femoral component right 75mm catalog #: 183014 lot #: j3813124, biomet cc I-beam tibial tray catalog #: 141225 lot #: j3927240, vanguard cruciate retaining tibial bearing 10mm x 79/83mm catalog #: 183460 lot #: 917940, palacos rg 1x40 single bone cement catalog #: 00111314001 lot #: 84594541, palacos rg 1x40 single bone cement catalog #: 00111314001 lot #: 84594541. The complainant has indicated that the product will not be returned to zimmer biomet for investigation, as the location of the explanted device is currently unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Investigation incomplete.

Event description:
It is reported that the patient underwent a right knee arthroplasty revision to address allegations of pain, swelling and difficulty walking due to elevated endotoxin levels approximately two (2) years post-operatively. No additional patient consequences were reported.